Event description:
Information received by medtronic indicated that the customer received the error codes of software error detected (pump error 53),the critical block and inverse critical block did not add to zero (pump error 15) and the motor arm cannot communicate with the main arm (pump error 4). Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08770 inches. The pump was monitored and no pump error 53 alarm, pump error 15 alarm and pump error 4 alarm noted. Successfully downloaded history files and traces using thump. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 2 days prior to the event date 07-mar-2023 in the formatted history file.  There was no data available to check pump error 53 alarm, pump error 15 alarm and pump error 4 alarm on the event date 07-mar-2023 in the formatted history file.  However, pump error 4 alarm and pump error 53 alarm (file number: 38 709 709 709 line number: 442 1216 1216 1216) were recorded and found in the formatted history file on: (B)(6) 2023 10:06:13.000 and (B)(6) 2023 10:13:06.000. Pump error 4 alarm and pump error 53 alarm (file number: 38 709 709 709 line number: 442 1216 1216 1216) were confirmed due to software error. Pump error 15 alarm (file number: 38 709 709 709 line number: 442 1216 1216 1216) was recorded and found in the formatted history file on: (B)(6) 2023 22:19:09.000. Per r&d engineer, pump error 15 alarm (file number: 38 709 709 709 line number: 442 1216 1216 1216) was confirmed, suspecting the hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Pump error 4 alarm and pump error 53 alarm (file number: 38 709 709 709 line number: 442 1216 1216 1216) were confirmed due to software error. Per r&d engineer, pump error 15 alarm (file number: 38 709 709 709 line number: 442 1216 1216 1216) was confirmed, suspecting the hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.